Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37092, serial#: (B)(4), product type: accessory. Other relevant device(s) are: product ID: 37092, serial/lot #: (B)(4), ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient programmer (pp) was unable to communicate with the implant when the antenna was connected to the pp. The pp was able to communicate with the implant when the antenna was disconnected from the pp. No damage was found to the antenna.